Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: disc herniation it was reported that the patient underwent surgery to complete internal fixation. During surgery, the thread of the screw was found broken. The device broke but no fragment remained in the patient. No patient complications were reported as a result of the event.